Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is use error, including excessive mechanical force, needle or suture jamming within the device, which may result in increased force and subsequent suture breakage. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 13-feb-2026, it was reported by a distributor via (B)(4) that a qty. 7 of ar-7250 fiberwire #0, a qty. 5 of ar-7200 fiberwire #2, a qty. 1 of ar-7535 fiberlink suture tape were being cut by an ar-12990n scorpion needle during a meniscal root repair procedure. Another ar-12990n needle was opened but continued to cut the sutures. An ar-4068-90 suture lasso was then used as an alternative to try and pass the sutures through tissue but was also unsuccessful. The case was completed successfully with a shoulder scorpion. No patient harm was reported, and no pieces broke off inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.